Event description:
(B)(4). When getting essure put in 2010...when they came to do my left side it essure wouldn't go in properly so they pulled it out and said it had bent ..so they tried again..as they tried again the pain in my left side was extreme and they had said it was just cramps.... I know what cramps are but they were nothing like this...so they finally put it in...and since that day I still have extreme pain in my left side and when I go for scans nothing shows up..also when I went for my 3month scan the scan operator said I think they are in the right place..so that gave me no confidence...and still to this day 5years on and loads more scans still in extreme pain....have been given the coil to help with periods and pain...and it doesn't do either...and pain still there every day and pain killers taken every day... Essure I think needs to be taken off the shelves and recall everyone who has it.......I am at my wits end with this pain...only so many pain killers you can take.